Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has been requested. A follow up report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving a lower reading on the precision qid blood glucose monitor when compared to a laboratory test. The results when plotted onto a parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.